Manufacturer narrative:
(B)(4). Concomitant medical products: item #157442, m2a-magnum mod hd sz 42mm, lot #872630; item #139252, m2a-magnum 42-50mm tpr insrt-6, lot #297750; item #103201, taperloc por fmrl 6.0x132, lot #268620. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently the patient has been experiencing pain and the inability to use leg since their procedure nine years post op. According to the medical records of the implant, the surgeon implanted 7.5mm stem and removed it for 6.0 mm stem during the primary surgery. The patient alleges this may be related to the pain. Additional information has been requested however, no information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.